Event description:
It was reported the pt experienced lightheadedness, muscle rigidity and drowsiness. A loss of efficacy occurred, which was unrelated to the stimulation therapy. At the time of the report, the pt was at home. The pt's status was undetermined. The pt was redirected to contact the physician. Add'l info has been requested from the hcp, but was not available as of the date of this report. Refer to MFR report #30044209178200803809.